Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient has had a retained capsule since the procedure on (B)(6) 2016. An x-ray performed on (B)(6) 2016 and the capsule still present. The patient is fine.